Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display, failed battery test, battery out limit, button error. The blood glucose at the time of the incident was 112 mg/dl. The customer states the pump went blank, so they removed and reinserted the battery. The pump then alarmed failed battery and battery out limit. The customer history was reviewed and noted the button error alarm. Troubleshooting was performed and was able to clear the failed battery test and battery out limit. The customer states they did not have any problems with the buttons, but no troubleshooting was performed. The device will not be returned for analysis.